Event description:
It was reported that at 305,595 joules while using the side-firing surgical fiber during a prostate procedure, the aiming beam was emitting from the end of the cap. The fiber was replaced and the procedure continued using a second surgical fiber. At 15,472 joules (within1 minute) while using the second surgical fiber, devitrification was noticed near the tip/fiber cap; the cap reportedly detached and was retrieved. The case was completed using an alternate procedure (button). Patient outcome: "ok". There was no patient injury reported. This report is for the second surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the proximal side of fiber/cap fusion zone; the glass/metal cap are detached and returned; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits mild devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks, and blue arrow and red stop sign partially erased. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
Reportability aware date is: 03/30/2016.